Event description:
Pt presented in 2004 with signs of infection of the device pocket and lead track. These include fever, redness, swelling, drainage, and pain. Cultures of the device pocket were obtained. Staphylococcus aureus was the organism cultured. The pt was treated with IV antibiotics and total device system explant. The device was explanted but not returned to the MFR for analysis. Hcp reports pt's infection is now resolved and pt has an extensive history of previous post-operative infections and mrsa.